Event description:
On incident date it was determined that the catheter was leaking from a small hole (outside of body). Initial attempt to remove the catheter was unsuccessful. X-ray revealed that catheter was lodged in an area between the axilla and elbow. The patient was referred to a surgeon who performed a cut down in the antecubital space and successfully retreived the catheter. It was noted that the removed catheter tip had an apoprox. Five inch fibrin clot adhered to it. The reorter stated that th epatient may have been non-compliant in caring for catheterdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. The device was destroyed/disposed of.